Event description:
It was reported that, two days post implant, the pulse generator had migrated. It was determined that the electrode was not long enough for the size of the patient. The doctor elected to explant the pulse generator and the electrode. The system was replaced with a transvenous system. There were no additional adverse patient effects.